Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient had thin corneal flaps in both eyes during a flap procedure. The customer adjusted the flap thickness setting from 120um to 140um and continued the rest of the cases without incident. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A company representative went on site and performed energy verification and verified depth calibration. The system was found to meet specifications. In addition to system specifications, a number of additional factors such as patient movement, anatomical abnormalities, and ocular history could influence flap creation. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. (B)(4).